Manufacturer narrative:
Concomitant products continued: 4598 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting rapidly. The device was programmed to ventricle-only pacing. It was noted that the device will later be explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.